Manufacturer narrative:
Results: the lantern was fractured approximately 12.5 cm from the hub. The lantern was kinked approximately 16.0, 21.5, 25.0, 38.0, 39.0, 44.0 and 68.5 cm from the hub. The lantern was ovalized approximately 133.0 and 134.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed that the catheter was fractured. If the device is advanced against resistance or forcefully handled during use, damage such as a kink may occur. If the kinked device is further manipulated during use, damage such as a fracture may occur. The root cause of resistance could not be determined. Further evaluation of the returned device revealed kinks in multiple locations along the catheter shaft. Some of these kinks may have occurred during use. The others kinks were likely incidental to the reported issue and may have occurred while packaging the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician was unable to advance a coil through the lantern. The hospital staff then noticed that the lantern was kinked and, therefore, the lantern was removed. The hospital staff tried to manipulate the kink and, consequently, the lantern fractured. The lantern later broke in half while being further manipulated on the back table. The procedure was then completed using a new lantern. There was no report of an adverse effect to the patient.